Manufacturer narrative:
(B)(4). Device evaluation: returned for evaluation was a 40cc 8.0fr iab fos assembly. No blood was noted on the device. The bladder membrane was fully unwrapped. The stylet was returned inserted within the catheter. No kinks or damage were noted to the iab. The fos connector was cut off from the device and not returned with the iab. Approximately 25.0cm of the fiber cabling was returned still connected to the iab. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve and it held for at least 1 minute and then 30 seconds five separate times. The iab was submerged in water and leak tested. The unit failed the leak test. No holes or leaks were detected on the bladder membrane. Air bubbles were noted exiting the yellow fiber cabling. A device history record review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. Conclusion: the reported complaint of leak suspected is confirmed. The bladder membrane passed functional testing; however, a leak was detected through the fiber cabling. Other remarks: (B)(4) was previously opened to further investigate this issue. Corrective actions were to update procedure to add steps to clarify method of dispensing the adhesive in the strain relief tube and uv curing of the adhesive and an additional leak test was added to the assembly process. This device was manufactured prior to the release of these corrective actions.

Event description:
It was reported that on (B)(6) 2015 in the hemodynamic department the intra-aortic balloon (iab) was prepped and inserted via the patient's femoral artery. The next day ((B)(6) 2015) the pump alarmed helium leak. The iab was removed and replaced. On (B)(6) 2015 the patient was transferred to another facility because the hospital did not have a cardiac unit. There was a delay / interruption in intra-aortic balloon pump (iabp) therapy however, the timeframe is unknown. There were no reported patient complications, injury, or death. Medical / surgical intervention was not required. Additional information received on (B)(6) 2015 stated that the patient did not have torturous vessels. The iab was used with the fos (fiberoptix sensor). The iab was inserted via a sheath into the patient's femoral artery. When the pump alarmed the staff did check the helium tubing and there was no blood found; it was a small leak.the iab was removed with the sheath, and the second iab was inserted over the spring wire guide (swg) and through a second sheath in the same insertion site. At the moment of the iab issue the patient was unstable however after the second iab was inserted the patient did stabilize and was able go to the other facility for the cardiac surgery. The pump used for this patient was an arrow pump.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that on (B)(6) 2015 in the (B)(6), the intra-aortic balloon (iab) was prepped and inserted via the patient's femoral artery. The next day ((B)(6)2015) the pump alarmed helium leak. The iab was removed and replaced. On (B)(6) 2015 , the patient was transferred to another facility because the hospital did not have a cardiac unit. There was a delay / interruption in intra-aortic balloon pump (iabp) therapy however, the timeframe is unknown. There were no reported patient complications, injury, or death. Medical / surgical intervention was not required. Additional information received on (B)(4) 2015 stated that the patient did not have torturous vessels. The iab was used with the fos (fiberoptix sensor). The iab was inserted via a sheath into the patient's femoral artery. When the pump alarmed the staff did check the helium tubing and there was no blood found; it was a small leak. The iab was removed with the sheath, and the second iab was inserted over the spring wire guide (swg) and through a second sheath in the same insertion site. At the moment of the iab issue the patient was unstable however after the second iab was inserted the patient did stabilize and was able go to the other facility for the cardiac surgery. The pump used for this patient was an arrow pump.